Event description:
On (B)(6)2013, the reporter contacted animas, alleging the keypad cover had fallen off of the pump. It was reported that, prior to the keypad cover issue, the keypad buttons were unresponsive once while they were attempting to unlock the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.